Event description:
Customer has experienced hyperglycemia for the past 2 weeks and believes the insulin delivery of the infusion device is inaccurate. He provided two examples of elevated results: 400 mg/dl and 360 mg/dl. He was capable of self-treatment, and no adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.